Manufacturer narrative:
This is a report of a use error in which a supply bag disconnected and fell. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that a supply bag had disconnected and fallen. The technical service representative (tsr) assisted the patient in clearing the alarm and ending therapy, and advised the patient to dispose of the current supplies and start over with new supplies. Proper procedures were reviewed with the patient, and it was explained that the cause of the alarm was the patient did not connect the bag tightly enough. There was no patient injury or medical intervention associated with this event. No additional information is available.